Manufacturer narrative:
Date of event: used (B)(6) 2021 as the event date was not reported.

Event description:
It was reported that the device was fractured and the detached portion of the device was not removed from the patient's body. A 180x25cm fathom-16 guidewire was selected for use in the abdomen. During the procedure, while the physician was trying to get access in the kidney, it was noted that the device was fractured and the detached portion of the device was not removed from the patient's body. The procedure was not successful because there were too many stones in the kidney and the physician was not able to get access. No patient complications were reported.

Event description:
It was reported that the device was fractured and the detached portion of the device was not removed from the patient's body. A 180x25cm fathom-16 guidewire was selected for use in the abdomen. During the procedure, while the physician was trying to get access in the kidney, it was noted that the device was fractured and the detached portion of the device was not removed from the patient's body. The procedure was not successful because there were too many stones in the kidney and the physician was not able to get access. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2021 as the event date was not reported. The complaint device was not returned by the customer; however, the customer did provide pictures related to the complaint, where it is possible to observe x-ray photos with the wire distal tip section detached.